Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the doctor observed fibrin in the ac and suspected tass. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
D2b - unable to leave blank. Claim #: (B)(4).